Manufacturer narrative:
The device was received with the soft cannula deployed. The top and bottom housings were observed to be damaged. Upon opening the device, damage was found to several internal components, such as the reservoir cap, mechanism rails, and linkage assembly. Damage was observed to the underside of the top housing that corresponded to the damage to internal components. It was determined that these damages occurred post-use and were not the result of manufacturing defects. Multiple attempts were made to retrieve the download data, however these attempts were unsuccessful. Due to the damages observed to the device, the investigation was compromised, and it could not be determined if the device functioned as intended during pod operation. The cause of the reported not sure delivering insulin event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to high blood glucose (bg) levels reaching above 300 mg/dl. The pod worn between 36 and 48 hours on the arm. The patient experienced chest pain. The paramedics gave patient 4 tablets of aspirin and 4 sprays of nitro glucoride. When the patient arrived at the ER, the patient was placed on an intravenous therapy of fluids and a chest x-ray and ECG were preformed. The patient was released a few hours later.